Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited high capture thresholds and was oversensing noise triggering inappropriate mode switches. The atrial lead was explanted and replaced. The patient was in stable condition.